Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The investigation revealed that all of the buttons were intermittently responsive and difficult to press on the keypad. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Moisture was also found inside of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient reported having problems with the keypad buttons for a few weeks. She said that the down arrow button was "temperamental" and the ok button does not work. The patient said that she began to use a backup plan for insulin delivery.